Event description:
Patient presented to the physician with a rash over the incision site. Physician performed a patch test which returned positive for diphenylguanidine. Physician brought the patient into the or and removed the inspire system.